Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was not receiving effective therapy following an atv ride. It was found via x-ray that the lead had migrated. In turn, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was repositioned. Postoperatively, the patient has effective therapy.